Event description:
During preventive maintenance by a baxter service technician, a colleague infusion pump was found to have experienced a battery lithium low alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint was opened as a preventative maintenance complaint. The cause was determined to be from the depleted lithium batteries. To correct the condition, the lithium batteries was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.